Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported stent migration cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a heavily calcified and tortuous lesion in the left anterior descending (lad) artery. The 3.0x28mm xience prime stent was deployed at 13 atmospheres (atm) and confirmed to be completely apposed to the vessel wall. However after deployment, the stent migrated to the left main (lm) and remains there. No treatment was performed. The procedure was completed with another stent. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.